Manufacturer narrative:
The monitor technician reported that the central nurse's station (cns) is having intermittent signal loss with connected devices. No patient harm was reported. Nihon kohden technician is assisting the biomedical (bme) technician to troubleshoot the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: lot number & expiration date and device bla number. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: 01/05/2021, emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: 01/10/2021, emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: 01/18/2021, emailed customer via (B)(6) for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns however, the model and serial numbers are no information (ni) as the information has not been provided. Transmitters: model #: ni, serial #: ni.

Event description:
The monitor technician reported that the central nurse's station (cns) is having intermittent signal loss with connected devices. No patient harm was reported. Nihon kohden technician is assisting the biomedical (bme) technician to troubleshoot the issue.

Manufacturer narrative:
The monitor technician reported that the central nurse's station (cns) is having intermittent signal loss with connected devices. No patient harm was reported. Nihon kohden technician is assisting the biomedical (bme) technician to troubleshoot the issue. As the issue was resolved without any further nk assistance, it is unlikely related that the signal loss was occurring due to a device malfunction. Investigation summary: nk tech support could not observe the issue. Signal loss stopped occurring during troubleshooting. Root cause cannot be determined. Nk tech support educated the customer on actions to take in the event another signal loss occurred. As the issue was resolved without any further nk assistance, it is unlikely that the signal loss was occurring due to a device malfunction. The root cause is likely related to environmental factors. As there is no evidence of an nk device malfunction and the customer was educated, a corrective action and or preventative action is not warranted.

Event description:
The monitor technician reported that the central nurse's station (cns) is having intermittent signal loss with connected devices. No patient harm was reported. Nihon kohden technician is assisting the biomedical (bme) technician to troubleshoot the issue.